Event description:
It was reported that on a (B)(6) 2025, a mitraclip procedure was performed. 4 clips were implanted. On a unknown date post procedure, moderate severe mitral regurgitation remained that was still causing patient symptoms. One of the clips was reported to have reopened (clip opened while locked (cowl). Patient also had a bi-directional shunt from previous transseptal puncture. On (B)(6) 2025, it was decided to implant a 12mm amplatzer vascular plug 2 to reduce the mr utilizing a 7f non-abbott delivery sheath. Gap of planned treatment area was 6x9mm. Sizing determined via transesophageal echocardiogram. The plug was deployed but immediately after release it embolized and traveled to the femoral artery where it was retrieved via snare. The patient experienced no clinical signs or symptoms and there was no blockage of blood flow. A 16mm amplatzer vascular plug 2 was then implanted successfully. It was thought the embolization was due to mis-sizing.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip system issues mentioned in b5 are captured in separate complaints and are submitted under separate medwatch numbers.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation determined that the reported device migration appears to be related to mis-sizing. A reported off-label use related to the user used amplatzer vascular plug ii for mitral valve. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with regards to manufacture, design, or labeling.